Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that there was up to 7 second pause on the monitor over night. Rep states that the pauses/noise are not reproducible with arm movements/isometrics and when they have occurred in the hospital the patient has just been lying in bed. Rep states that all lead measurements today are stable according to impedance and threshold tests.